Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips were finished.

Event description:
Caller states the patient tested 5.7 inr on the coaguchek xs system while a professional on the coaguchek xs system returned as 3.6 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system, however the caller no longer has the test strips; replacement was sent.